Event description:
Drain broke during removal after approximately 3 days indwelling. Patient was taken to surgery to remove the broken fragment. It was placed during a radical prostatectomy. One suture was placed during placement of the drain. The suture was removed before attempting to remove the drain. Resistance was noted when drain broke.